Event description:
Patient underwent peripheral angiography, mechanical thrombectomy during which time a penumbra machine was utilized. Reportedly, patient catheter was connected improperly to the suction device resulting in suction not working properly. The device was turned off and reconnected. This was done and procedure completed without complication.